Event description:
Alteplace concentration was programmed incorrectly. The bag that was hanging was 20 mg in 1000 ml. The ordered dose was 1 mg/hr at 50 ml/hr. What was programmed on the pump was 1 mg/hr at 1ml/hr. The set up was wrong at 1 mg/ ml when it should have been 20 ml in 1000 ml. At bedside report it was noticed to be wrong and changed. Doc with pharmacy notified. Contacting vic that is a med error specialist with pharm. Waiting to hear back. It appears that the pump was turned off in the or and turned back on by anesthesia doctor. Pharmacist believes that it was programmed correctly yesterday. Medsun completed because "lll" is not a visual cue to alert nursing staff on subtherapeutic dosing of continuous drips.